Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced right inguinal pain, adhesions, nerve adherent to mesh, mesh bunched, and scarring. Post-operative patient treatment included lysis of adhesions, revision surgery and right genitofemoral neurolysis.